Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracotomy lung resection, the stapler did not fire. The green light was present, then surgeon pushed green light on the handle to enter into firing mode, the green light did flash correctly, then when the surgeon went to deploy the staples, the device did not want to deploy. It was suspected that the vascular tissue was too thick at the time the surgeon wanted to staple. A new handle, shell, adapter and reload were used to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#n4d2136y); sigadaptshort, sig power sigadaptshort lin short adapt (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the stapler did not fire. The green light was present, then surgeon pushed green light on the handle to enter into firing mode, the green light did flash correctly, then when the surgeon went to deploy the staples, the device did not want to deploy. It was suspected that the vascular tissue was too thick at the time the surgeon wanted to staple. A new handle, shell, adapter and reload were used to resolve the issue and complete the case. There was no patient injury.